Manufacturer narrative:
Philips service replaced the suite pc and reloaded the system software successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that suite pc failed to boot; replaced and system restored on a azurion 3 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.